Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a male patient in his 40's, the defibrillator did not display an ECG signal. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. During subsequent testing, the device's defib output was out of specification.

Manufacturer narrative:
The customer's report was observed and attributed to a system interconnection cable that was not properly seated. The cable was replace to resolve the customer report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend